Event description:
Type of procedure: unknown. Event description: limited information is available at this time. The rep was informed that a bag broke. Patient status and procedure is unknown. Product is available for return. Patient status: no patient injury reported. Type of intervention: unknown.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure: lap cholecystectomy . Event description: limited information is available at this time. The rep was informed that a bag broke. Patient status and procedure is unknown. Product is available for return. Additional information received on 18may2022 from [name], applied medical account manager I. The bag broke during specimen removal. Bile leaked into the abdominal cavity. It is unknown if the port site was enlarged. It is unknown where the break occurred. It is unknown how the case was completed after the event occurred. No photos are available of the device. Patient status: no injury to patient other than bile into the abdominal cavity. Type of intervention: unknown.